Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead warning for oversensing with noise was observed on the extravascular (ev) lead. Reprogramming was done for the oversensing. It was further reported a few years later that there was an additional episode of oversensing of noise that was electromagnetic interference. The patient did not recall anything they may have been doing at that time. The lead and the extravascular implantable cardioverter defibrillator (ev-ICD) remain in use. No patient complications have been reported as a result of this event.